Manufacturer narrative:
Concomitant medical product: 3058- interstim, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead dislodged in the acute phase due to intense physical therapy. The lead was revised and remains in use and the pocket flushed. No patient complications have been reported as a result of this event.